Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2017 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse confirmed with the customer proper shutdown of instrument at the end of the day. Per request of the fse the customer performed the decontamination procedure on the instrument and then they ran calibrators and quality control. All results were within range, the instrument is functioning as intended and was released. The most probable cause for this event is contamination of the device. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2017 the customer reported free t4 lot# g917518 control imprecision. Customer indicated that they are using calibrator lot g934610. They ran bio rad lot 40330 and the results were as follow: range, result: level 1 0.57-1.06, 0.590, 0.850; level 2 1.84-3.42, 1.790 out of range, 2.65; level 3 4.32->8 , 5.830, 5.70 . Level 1 and 3 are within range but level 2 was out of range. Also, the physician indicated the patient results have been low.